Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection following a revision procedure. Symptoms of very high white blood count, swelling at the incision site and fever were noted. It was unknown if the device caused infection, however the length of recent surgery was longer than normal which could have contributed to infection. Exact location of infection was unknown. Antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that the patient's swelling had improved and was reportedly doing well. No further course of action will be taken at this time.

Event description:
A report was received that the patient had an infection following a revision procedure. Symptoms of very high white blood count, swelling at the incision site and fever were noted. It was unknown if the device caused infection, however the length of recent surgery was longer than normal which could have contributed to infection. Exact location of infection was unknown. Antibiotics were prescribed.